Event description:
A nurse reported this incident to the MFR. Nurse stated the pt had a prothombin test run on the suspect device and the result was 5.1 inr. Nurse noticed the pt had bleeding from an abdominal hysterectomy incision and bleeding from their left ear. Nurse sent the pt to the ER. In the ER pt's inr result was 2.3. Treatment is unknown.